Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances due to a lead malfunction. The patient also experienced lead site discomfort. The patient was explanted wherein the malfunctioned lead was replaced with an infinion lead and the old ipg was replaced with a new spectra battery. The patient has good coverage following the procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances due to a lead malfunction. The patient also experienced lead site discomfort. The patient was explanted wherein the malfunctioned lead was replaced with an infinion lead and the old ipg was replaced with a new spectra battery. The patient has good coverage following the procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances due to a lead malfunction. The patient was explanted wherein the malfunctioned lead was replaced with an infinion lead and the old ipg was replaced with a new spectra battery. The patient has good coverage following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics. Device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection revealed that one of the cables were completely broken at the bent/kinked location of the lead. The fracture site is from the clik anchor setscrew mark.